Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 4194, implanted: (B)(6) 2012; product ID: 5076, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient coded and there was pacing spikes with no capture. It was also reported that the device did not deliver shocks and the patient had to be externally shocked. It was also reported that there was a lead integrity alert (lia) due to oversensing on the right ventricular (rv) lead and non-sustained ventricular tachycardia. Post interrogation of the device the patient had pulseless electrical activity, was shocked externally and died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and indicated the criteria for the right ventricular lead integrity alert were met. It was noted that 167 lifetime ventricular short interval counts (sic) were recorded beginning 2014-(B)(4). The lead integrity alert (lia) was triggered due to meeting the requirements for non-sustained tachycardia and ventricular sic. Four non-sustained tachycardia, five lead failure predictor and two events of less than 220 milliseconds ventricle-ventricle cycle were recorded between 2014-(B)(4).